Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent an anterior cruciate ligament procedure on (B)(6) 2015. During the procedure it was reported that biodegradeable screws fractured. No further information has been provided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported patient underwent an unknown procedure on an unknown date. During the procedure it was reported that a biodegradeable screws fractured. No further information has been provided.